Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion and during infusion leakage occurred at the y connection with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: patients male, age (B)(6), due to the hospital to treat acute bronchitis, orders open infusion twice a day, put the venous indwelling needle, nurses according to normal operation after receiving orders, for patients with venous indwelling needle, the puncture needle, connected after infusion of y leakage, only to pull out the change of needle, the puncture.

Event description:
It was reported that after insertion and during infusion leakage occurred at the y connection with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: patients male, age 2, due to the hospital to treat acute bronchitis, orders open infusion twice a day, put the venous indwelling needle, nurses according to normal operation after receiving orders, for patients with venous indwelling needle, the puncture needle, connected after infusion of y leakage, only to pull out the change of needle, the puncture.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9050915. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study (CAPA (B)(4)) to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Two retained samples were evaluated and passed leakage testing.